Event description:
A healthcare facility in (B)(6) reported to fisher & paykel healthcare's branch office in (B)(4) that the warmer head of an iw910jeu mobile infant warmer was cracked. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The warmer head component of the subject iw910jeu infant warmer unit is currently en route to fisher & pay healthcare for inspection. We will submit a follow-up report with details of our findings following receipt of the device and completion of an analysis.